Event description:
Device malfunction: difficult to remove, time of device malfunction: during vessel closure, symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure after an interventional procedure. After the trigger was depressed and the clip released, the physician noticed resistance during device removal. He suspected that this was caused by fat tissue located between the vessel locator wings. After several attempts, the device was removed from the artery. Hemostasis was achieved with the released clip. There were no reported adverse patient sequelae. No additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.